Event description:
It was reported the customer went to the emergency room (ER) with a low blood glucose (bg) level of 20 mg/dl. Reportedly the customer entered too large of a bolus which resulted in a decrease in blood glucose. Reportedly, customer fell off their bed resulting in arm swelling, bruises and scratches. Customer was treated intravenously with fluids of saline at the ER. Customer was released with issue resolved. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.